Event description:
It was reported that during an idiopathic ventricular tachycardia (idvt) procedure, the patient developed a pericardial effusion. A pericardiocentesis was performed in which 200 cc's of fluid was removed from the pericardial space. The patient was stabilized and was transferred to the ccu for observation overnight. Upon request, received additional information on the event. The event was not life threatening. There was a pericardial effusion requiring immediate removal of 200 cc¿s of fluid. The patient was admitted to ccu once stabilized. The outcome of the adverse event was that the patient improved. The physician¿s opinion on the causality of the adverse event is that it was possibly procedure related and possibly due to high powered (45 watts) lesion on the anterior portion of the right ventricular outflow tract - (rvot). A factor that might have contributed to the event was that the patient had a slight effusion prior to the procedure. The physician did not experience any difficulty in manipulating the catheter prior to the event. There was a steam pop that occurred prior to the event. There were approximately ten ablations prior to the event. The generator was set to power control mode at 45 watts. The power was titrated and it reached its target setting within a few seconds prior to the event. The temperature cut off setting was set to 40 degrees celsius. The flow setting was set to 15ml/min. The agilis sheath was used. The patient did not receive any anticoagulation during the procedure. The condition treated was a pvc ventricular tachycardia. The event occurred during the ablation phase.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant products: 1.carto 3 system: model #:m-4800-01, serial #: (B)(4). 2.cool flow pump: model #:m-5491-02, serial # (B)(4). 3.soundstar catheter: model #: m-5723-05, lot# OEM. 4.stryker reprocessed biosense webster bidirectional coronary sinus catheter model #: unknown, lot #: unknown. (B)(4).

Manufacturer narrative:
Evaluation summary. (B)(4). It was reported that during an idiopathic ventricular tachycardia (idvt) procedure, the patient developed a pericardial effusion. A pericardiocentesis was performed in which 200 cc's of fluid was removed from the pericardial space. The patient was stabilized and was transferred to the ccu for observation overnight. The bwi field service engineer spoke to the account representative. He stated that the patient stayed overnight and is now fine. The issue was caused by user error. Service was declined. System is okay for use. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.